Manufacturer narrative:
D10/11): device returned to manufacturer on (B)(6) 2020, available for evaluation. H2/3): device available for evaluation. H6): method, results, conclusions codes now populated after device evaluation completed. Device evaluation: the device was initially evaluated on (B)(6) 2020 by a cross functional engineering team. The device was returned very coiled. No kinks were identified the length of the device. Under magnification, the hub of the device appeared to have a lack of a 360 bond of adhesive. Biologics appeared to be on the outside of the device shaft and in the guide wire port. Using a 0.014'' guide wire, the team was unable to thread the guide wire proximally or distally, due to biologics. A 60cc syringe filled with water was attached to the device''s balloon port; no water would get through due to biologics. Using soap solution of 10cc at the guide wire port and a 60cc empty at the balloon port to act as a vacuum, the team was unable to pull fluid through from the guide wire port to the balloon port due to biologics. The device was then soaked. After soaking, the device was re-evaluated on (B)(6) 2020. No cracks were identified in the device¿s hub. A 0.014'' guide wire was still unable to pass through both the distal and proximal end of the device. Using a 60cc syringe, water was used to fill up the balloon. After 5cc of water was inserted into the balloon port, water was seen leaking out the guide wire port. A tear was then identified in the balloon, approximately 0.5in from the distal tip. The tear was determined to be unrelated to complaint, since the physician was able to fill the balloon with 25cc without any issues. In order to view the adhesive bond, the team pulled on an empty syringe at the balloon port to create a vacuum effect, while a syringe filled with a bubble solution was attached to the guide wire port. When the bubble solution was instilled through the guide wire port, leaking was observed to be occurring at the proximal adhesive area. Visually, bubbles were identified entering through the proximal adhesive area, around the outside diameter of the dual lumen tube, into the balloon inflation port. This confirmed the breach occurred at the proximal adhesive area causing a lack of the 360 degree bond. This device is manufactured by a supplier; this failure mode has been determined to be a production process related supplier issue. H3 other text : placeholder.

Manufacturer narrative:
The manufacturer has been informed that the device is being returned for evaluation but has not arrived at the manufacturer at this time. Due to the covid-19 crisis, this device return may be significantly delayed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to cied system/pocket infection. Prior to the procedure, a spectranetics bridge occluding balloon catheter was prophylactically inflated to ensure superior vena cava (svc) occlusion in the event that an emergency occurred during the procedure and required use of the bridge balloon. The bridge balloon was placed on the guide wire and prophylactically inflated within the patient with approximately 25cc. However, during the attempt to deflate the device to then ''stage'' the deflated bridge balloon within the patient for its use if necessary, a crack was discovered in the hub of the bridge balloon; air was seen being drawn into the crack and into the syringe. With some effort, the physician was able to withdraw the fluid from the bridge balloon and removed the device from the patient's body. Another bridge balloon was prepared for the procedure without any issue. The procedure was completed successfully with no reported patient harm. The manufacturer has been informed that the device is being returned for evaluation but has not arrived at the manufacturer at this time. Due to the covid-19 crisis, this device return may be significantly delayed.